Event description:
The report the co. Received from their affiliate indicated that during a pta procedure to a vessel located below the knee, the balloon ruptured prior to inflation. The exact target vessel is unknown, but was moderately calcified, slightly tortuous, and 70% stenosed. The product was noted to be in perfect condition during pre-use inspection, and no anomalies were noted during prep. Another unknown balloon was used to successfully complete the procedure. There was no reported adverse consequences to the pt.